Event description:
It was reported that the patient felt pain at the implant site, sick, and light headed. The patient was in the waiting room today for her bone density scan and felt ¿tons of pain at the implant site.¿ the pain started before the bone scan and continued after the patient went home. It was noted that the patient had interstitial cystitis and was sensitive to security gates. It was further stated that ¿electrical pain¿ and ¿another type of pain¿ started at the implant site and spread down the back of her mid-thigh. It was also noted that 3 MRI rooms were close to the waiting area where the patient was. The patient still felt residual pain. The pain the patient felt was different than her interstitial cystitis pain. If the patient turned stimulation off, her interstitial cystitis pain comes back. Additional information received reported that the patient was seen by the manufacturer representative on (B)(6) 2013 and the implantable neurostimulator (ins) was working fine, with no anomalies. The patient reportedly ¿loved¿ the settings. The pain was primarily on the right side and radiated around to the patient¿s abdomen, back and perineum area, but mostly over the ins. The patient was helped out of the room as she started to faint. Upon leaving the room, the pain reduced, but did not go away. The entire episode last at least 3 minutes. The patient went along with the bone scan, which was painful, but not as painful as the reception area.

Manufacturer narrative:
Product ID: 3889, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).